Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited noise over-sensing. The pacemaker was explanted and replaced on (B)(6) 2025. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.